Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer had a display/stylus issue. It was noted that the cursor was unable to move from the upper part of the screen. A nick was found in the display. The computer platform was replaced. The software was updated and reloaded. The programmer then passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display and stylus did not work. There was no patient involvement reported.